Event description:
The customer reported that the user flushed the medication line when a leak was noticed at the filter. It was reported that the set was attached to patient PICC(1.9 fr. ) line on baby's left foot.the facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. There was no report of patient harm. An incomplete event date documented as 12/2018. The event reported in the nicu .

Manufacturer narrative:
Correction on initial report: concomitant medical products.

Event description:
The customer reported that the user flushed the medication line when a leak was noticed at the filter. It was reported that the set was attached to patient PICC(1.9 fr. ) line on baby's left foot. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. There was no report of patient harm. An incomplete event date documented as 12/2018. The event reported in the nicu .

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection of the set showed no damage or any anomalies. Closer inspection under magnification showed no cracks, tool marks or stress marks on the filter component. Functional testing confirmed leaking from the filter side weld line. The root cause of the weld line leak is a supplier manufacturing issue.

Manufacturer narrative:
Cont'd from concomitant medical products: PICC line; medlin; ,el-nc1001, therapy date unk.noted nicu,the event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user flushed the medication line when a leak was noticed at the filter. It was reported that the set was attached to patient PICC(1.9 fr. ) line on baby's left foot. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. There was no report of patient harm. An incomplete event date documented as (B)(6) 2018. The event occurred in the nicu.